Event description:
It was reported that the intraocular lens (iol) was explanted due to a defect in the lens. No further information was provided.

Manufacturer narrative:
Date of event: the best estimate date is between (B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts have been made to obtain additional information regarding the event and to obtain suspect product for evaluation; however, to date, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.